Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 5/12/98).

Event description:
The dr had difficulties weaning the pt from bypass and an iab was inserted. Blood was noted in the helium line and the iab was removed. A second iab was inserted into the pt. The pt was on multiple drips and remained in the recovery room. The pt's cardiac index was 3.6 and had numerous inatropes. (On 1/12/98, datascope also rec'd the mandatory medwatch form from the dist; uf/dist report number: 2026191-1998-0001). (Multiple event to customer complaint number 98-00043). The iab was never returned to datascope for eval. [Event complications]: none from the event-reported 1/12/98. [Pt's current status]: in ccu-rpt'd 1/12/98.